Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue. The receiver was returned for evaluation. A visual exterior inspection was performed and it passed. The receiver was charged and booting. The receiver log was reviewed and err67 was found but not related to the incident date. Numerous intermittent power issues at 80% battery power during the incident date were observed. A global receiver functional test was performed and passed all the relevant testing. The receiver case was opened for internal visual inspection and it failed. Trouble-shooting for receiver and battery was performed and no issue with the receiver was found, but a defective battery was observed. The reported event of initializing screen without manual restart was confirmed. The root cause was determined to be a defective battery.